Event description:
Reportedly, on 27-january-2025, all transmitter lights stay on (color red).

Manufacturer narrative:
The serial number of the device is updated, the correct is (B)(6). No other modifications were done. Analysis of the returned subject device did not confirm the reported event. At reception, the smart monitor is out of order and the led are not on. Review of the log confirmed that the smart monitor was not able to boot properly on 17-january-2025. A failure code is visible, which indicate a power self-test failure. However, the root-cause could not be clearly established. The most probable hypothesis is that this event is caused by a hardware issue/component failure. This case is retained and utilized for trend purposes.

Manufacturer narrative:
Analysis of the returned subject device did not confirm the reported event. At reception, the smart monitor is out of order and the led are not on. Review of the log confirmed that the smart monitor was not able to boot properly on 17-january-2025. A failure code is visible, which indicate a power self-test failure. However, the root-cause could not be clearly established. The most probable hypothesis is that this event is caused by a hardware issue/component failure. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 27-january-2025, all transmitter lights stay on (color red).